Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation, the lens got unsterile during implantation and the surgery was completed using an other lens. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned in the blister tray. The plunger lock and lens stop have been removed. The plunger was oriented correctly. An inadequate amount of ophthalmic viscosurgical device (ovd) was observed in the device. The lens is still in the loading area. The anterior optic surface has damage which may indicate a plunger override occurred. The plunger was retracted back upon return. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The root cause for the delivery issue may be related to a failure to follow the instructions for use (IFU). An inadequate amount of a non-qualified viscoelastic was observed in the device. The lens was returned still in the loading area. The anterior optic surface had damage which may indicate a plunger override occurred. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 milliletre of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).